Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner; unknown shell; unknown head. Reported event was confirmed by review of x-rays provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. An x-ray image was provided and the review stated that there was an inferior position of the femoral stem within the femur suggesting possible subsidence . No radiolucency was observed and no other anomalies were noted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that a patient underwent an initial right hip procedure on an unknown date. Subsequently, the patient was revised due to stem subsidence. Attempts have been made and additional information on the reported event is unavailable.